Event description:
It was reported that pump displayed malfunction alarm code and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup therapy while pump was replaced, received instructions to place pump in storage mode, re-enter personal settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using prepaid shipping label, all of which customer understood and acknowledged.